Event description:
Boston scientific received information that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was inappropriately shocked by their device due to t-wave oversensing. The patient was shocked while exercising. The plan was to have the patient do an exercise treadmill test and store a new template. The rate zone cut-off was increased. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.